Event description:
Unable to find the expiration date on the test strip vial bottle. No actions taken and no treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.